Event description:
Info rec'd from a dispensing optician, who reported a pt had been fit with one day acuvue moist contact lenses and reportedly developed a "scratched eye" and an eye infection. They told the optician that treatment was initially sought at a hosp with follow up treatment with a corneal specialist. The optician had no further info regarding this pt's reported adverse event, as the pt would not release medical info to the optician's practice. No add'l info is available at this time. This is being reported as we can not rule out that a serious adverse event occurred while a pt was wearing a vistakon product.